Event description:
Co received a letter from dr. Advising that the patient had been revised for massive osteolysis related to polyethylene wear. At this time; co does not know if the explant is available for testing and co has not been provided with any patient information.